Event description:
The (B)(6) state public health newborn screening laboratory uses the perkinelmer screening center module of specimen gate (sgsc) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When sgsc software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. The newborn screening laboratory received one specimen for the patient. By protocol, two specimens should be sent for all babies born in (B)(6), but we do not have record of another specimen of being received for the patient. The baby was born prior to the (B)(6) newborn screening laboratory going live within (B)(6) on (B)(6) 2014. The first and second specimens may have been tested in (B)(6). The first specimen was received on 9/26/2014. The initial t4 result was found to be low and required confirmation. Requests were created to confirm t4 and tsh. The requests were cancelled by the laboratory on 9/30/2014 at 4:39 pm. The only results for ch disorder and t4 were tbc. By the laboratory not following their sops the tbc result code which is not a defined possible "final result code" was not recognized by the software and as programmed used the default setting of "normal". When the report printed, ch disorder was shown as normal despite the initial result being assigned a result code of tbc and no confirmation testing completed. The patient report released contained no erroneous content. Internal reference number: (B)(4).